Event description:
It was reported that a malfunction alarm occurred with the code "malf 0". The customer's blood glucose level remained within a safe range and did not exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and contact support if any issues arose again.